Manufacturer narrative:
As reported, a 3x40mm saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion for pre-dilatation and ruptured at four atmospheres (4 atm). A leakage from the proximal end of the balloon was confirmed outside the patient. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the popliteal artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100 % (chronic total occlusion [cto]). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The device was prepped per the IFU and the device prepped normally. Initially, a guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion. The device was removed intact (in one piece) from the patient. It is unknown how the procedure was completed however it was completed successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17360327 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (100% cto) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion for pre-dilatation and ruptured at 4 atmospheres (atm). A leakage from the proximal end of the balloon was confirmed outside the patient. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the popliteal artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100 % (cto). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. The device was prepped per the IFU and the device prepped normally. Initially, a guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion. The device was removed intact (in one piece) from the patient. It is unknown how the procedure was completed however it was completed successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.